Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-02449. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that system was not powering on. No harm has been reported to philips. Philips has started an investigation of this complaint.